Manufacturer narrative:
The technician could not duplicate the alleged malfunction.

Event description:
The account stated that the hi/low would rise unintentionally when the bed was in the full hi/low down position.